Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 0932d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal part of the floss came out of the container and it fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. A review of the data associated with this complaint revealed no adverse trends and no trend involving lot number 0932d. A retain sample was visually examined and it met specifications. Returned sample was received open and used and was visually examined and it met specification. Review of investigation documentation and history of change did not indicate reach johnson and johnson floss, mint waxed failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6)-2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 0932d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal part of the floss came out of the container and it fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.